Event description:
Procedure type: hemorrhoid. According the reporter: the orvil was inserted into the anus, then body was connected and fired. However, after the fire, a few staples and the purstring were left at the site uncut. Another stapler was used to correct this situation.

Manufacturer narrative:
(B)(4).